Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hysterectomy') and abortion late ('lost e-baby at 5 months') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant), experienced abortion late (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("lost e-baby at 5 months"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abortion late and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion late, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: I feel like I have osteoporosis. ¿concerning the injuries reported in this case, the following one/ones were described in social media:abortion late, medical device removal and pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hysterectomy') and abortion late ('lost e-baby at 5 months') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant), experienced abortion late (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("lost e-baby at 5 months"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abortion late and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion late, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: I feel like I have osteoporosis. ¿concerning the injuries reported in this case, the following one/ones were described in social media:abortion late, medical device removal and pregnancy with contraceptive device amendment: the report was amended for the following reason: this case is going to be deleted from bayer database as this case was found to be duplicate of already existing case- (B)(4). All the information has been transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.